Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, the plaintiff had two essure coils implanted in her body. After the implant procedure, she underwent an hsg (hysterosalpingogram) test to confirm positioning of the coils. As a result of this test confirm the position; she held the belief that the essure coils were performing properly and never related any of her negative symptoms to the devices. After the implant procedure, she began to gradually experience increasingly painful periods and heavier than natural bleeding. Further, she began experience debilitating migraine headaches, indicative of an allergic reaction to the devices. During this period, the plaintiff was not able to definitively ascertain the origins of these symptoms. On (B)(6) 2016, she decided to seek a definitive solution to the bleeding and pelvic pains and underwent partial bilateral salpingectomy to remove the essure coils. Quality-safety evaluation of ptc was received on 11-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pains/pelvic pains and heavier than natural bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, consumer began to gradually experience increasingly painful periods and heavier than natural bleeding. She decided to seek a definitive solution to the bleeding and pelvic pains by undergoing partial bilateral salpingectomy to remove the essure coils, around 4 years after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. No sample available and no valid lot number were provided. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains / pelvic pains") and genital haemorrhage ("heavier than natural bleeding / abnormal bleeding") in a female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty. Concurrent conditions included axillary mass, endometrial hyperplasia and headache. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increasingly painful periods / dysmenorrhea (cramping)"), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions/ rash on chest and started appering all over her body"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy) and surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, rash, tooth disorder, vaginal discharge, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device allergy, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well and was sent home in satisfactory condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6) 2015: hysterosalpingogram: 1. The right micro insert is slightly more lateral in position, but stays in satisfactory position, the right fallopian tube is occluded. 2. Left micro insert is unchanged. 3 .venous opacification is noted, this could be due to pelvic congestion syndrome. Pelvic ultrasound may be considered for, further evaluation. 4. The patient tolerated the procedure well and was sent home in satisfactory condition quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: updated laboratory test result. Updated onset date and events and outcome of events. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains / pelvic pains") and genital haemorrhage ("heavier than natural bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty. Concurrent conditions included axillary mass, endometrial hyperplasia and headache. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increasingly painful periods / dysmenorrhea (cramping)"), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("abdominal pain lower"), rash erythematous ("rash on chest and started appearing all over her body / redness") and pruritus generalised ("body itching"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, tooth disorder, vaginal discharge, alopecia, abdominal pain lower, rash erythematous and pruritus generalised had resolved. The reporter considered abdominal pain lower, alopecia, device allergy, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus generalised, rash erythematous, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2015: 1. The right micro insert is slightly more lateral in position, but stays in satisfactory position, the right fallopian tube is occluded. 2. Left micro insert is unchanged. 3 .venous opacification is noted, this could be due to pelvic congestion syndrome. Pelvic ultrasound may be considered for, further evaluation.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received- event " rashes or skin conditions- type: body itching and redness" was added outcome of this event was updated as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains / pelvic pains") and genital haemorrhage ("heavier than natural bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and depression. Concurrent conditions included axillary mass, endometrial hyperplasia and headache. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and rash erythematous ("rash on chest and started appering all over her body / redness"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dental caries ("dental problems"), alopecia ("hair loss I started losing really bad all my hair which left me bald spots") and alopecia areata ("I started losing really bad all my hair which left me bald spots"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increasingly painful periods / dysmenorrhea (cramping)"), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), abdominal pain lower ("abdominal pain lower") and pruritus generalised ("body itching"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, dental caries, vaginal discharge, alopecia, abdominal pain lower, rash erythematous and pruritus generalised had resolved and the alopecia areata was resolving. The reporter considered abdominal pain lower, alopecia, alopecia areata, dental caries, device allergy, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus generalised, rash erythematous, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2015: the right micro insert is slightly more lateral in position, but stays in satisfactory position, the right fallopian tube is occluded. Left micro insert is unchanged. Venous opacification is noted, this could be due to pelvic congestion syndrome. Pelvic ultrasound may be considered for, further evaluation.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-feb-2019: pfs received: events: coding of event tooth disorder was updated as dental caries. Event alopecia areata was added. Event onset date were updated. Medical history was added. Lab data date was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains / pelvic pains") and genital haemorrhage ("heavier than natural bleeding / abnormal bleeding") in a female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty. Concurrent conditions included axillary mass, endometrial hyperplasia and headache. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increasingly painful periods / dysmenorrhea (cramping)"), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy) and surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, rash, tooth disorder, vaginal discharge, alopecia and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, device allergy, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well and was sent home in satisfactory condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirm the position. (B)(6) 2015: hysterosalpingogram: 1. The right micro insert is slightly more lateral in position, but stays in satisfactory position, the right fallopian tube is occluded. 2. Left micro insert is unchanged. 3 .venous opacification is noted, this could be due to pelvic congestion syndrome. Pelvic ultrasound may be considered for, further evaluation. 4. The patient tolerated the procedure well and was sent home in satisfactory condition. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. Events abnormal bleeding, vaginal bleeding, rashes, dental problems,vaginal discharge , hair loss are added. Lot number added. Lab data updated. Historical & concomitant conditions added, product , patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains / pelvic pains") and genital haemorrhage ("heavier than natural bleeding / abnormal bleeding") in a female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty. Concurrent conditions included axillary mass, endometrial hyperplasia and headache. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increasingly painful periods / dysmenorrhea (cramping)"), migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy) and surgery (laparoscopic partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, device allergy, vaginal haemorrhage, menorrhagia, rash, tooth disorder, vaginal discharge, alopecia and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, device allergy, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well and was sent home in satisfactory condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirm the position (B)(6) 2015: hysterosalpingogram: 1. The right micro insert is slightly more lateral in position, but stays in satisfactory position, the right fallopian tube is occluded. 2. Left micro insert is unchanged. 3 .venous opacification is noted, this could be due to pelvic congestion syndrome. Pelvic ultrasound may be considered for, further evaluation. 4. The patient tolerated the procedure well and was sent home in satisfactory condition quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.